Event description:
The pt was given the wrong device [medication error] ([hypoglycaemia]); feeling sick[malaise]. Case description: this spontaneous case from (B) (6) was reported by consumer, as "hypos, blood sugar down to 1 mmol/l" and "feeling sick" and concerns a female pt treated with novopen 3 insulin delivery device, novoprapid (insulin aspart) and glucagen hypokit from unk dates for an unk indication. The date of the events are unk. Pt had recently used a novopen 3 and was unaware of the difference between novopen 3 and novopen 3 demi. Pt said that she usually administers 3 units of insulin with novopen 3 demi, she dials up by sound, listening for 6 clicks. Pt continued this practice with novopen 3, and was unaware of dispensing 6 units of insulin. The pt did not feel well and was light headed, she measured her blood glucose to 2.1 mmol/l after dinner. The next morning, the pt was still not feeling well, blood glucose after breakfast 2.1 mmol/l, 1.75 hours after breakfast the blood glucose was 2.2. She ate some cake and drank some juice, but could not bring her blood glucose up. A colleague called the ambulance, but she went to her doctor as not to wait too long. The doctor administered glucagen hypokit. The pt felt sick after administration of the glucagen hypokit. The pt explained that the events happened as result of her being given the wrong device. The outcome is reported as "not yet recovered". Reporter's causality: probable. Novo nordisk's causality: reportable. Analysis result: product: novopen 3.

Manufacturer narrative:
Device conclusion: visual and functional examination were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. This case was reclassified from non-serious to serious due to f/u info received on 07/24/2008, stating that the pt was treated with glucagen hypolit by her doctor.